Event description:
During a follow-up in july 2005, a high impedance was measured in the atrial channel; therefore a lead revision was planned. However, during lead revision in august 2005, the interrogation of the ICD device resulted in a warning message related to the battery status (the latest elaview programmer version includes new functions automatically activated when interrogating an alto implantable cardioverter defibrillator (ICD). These functions examine the ICD's present current drain and the evolution of its battery voltage since manufacture. If they indicate a potentially unsafe condition, the programmer automatically displays a warning). In addition, the device was listed in the advisory letter issued in july 2005 (device manufactured between august 2003 and august 2004); therefore the ICD unit was also explanted.